Manufacturer narrative:
Service review: a review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. The actual device was returned for evaluation. The battery oscillator device was evaluated and the reported condition that the device only vibrates under pressure and did not cut was confirmed. An assessment was performed and it was observed that there was an unknown substance on the ball bearings, the needle sleeve was worn, the device had rough rotation, and there was a noticeable noise coming from the handpiece. The assignable root cause of the noise and worn components was determined to be due to normal wear and the observed unknown substance was due to improper cleaning methods, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the battery oscillator device was vibrating when pressure was applied and would not cut. During in-house engineering evaluation it was observed that there was a noticeable excessive sound in the handpiece. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.